Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products:: 3.0x28mm xience v stent on 03/06/2014 and both the 3.0x28mm xience v stent and 3.0x15mm xience xpedition on (B)(6) 2016. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x28mm xience v stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2011, a 2.25x28mm xience v stent was implanted in the proximal left anterior descending (lad) coronary artery lesion and a 3.0x28mm xience v stent was implanted in the mid lad, 90% stenosed lesion. On (B)(6) 2014, the patient was hospitalized for chest tightness and shortness of breath, experienced over 8 years. Per imaging, restenosis within 5mm of the proximal left anterior descending (lad) 2.25x28mm xience v stent was noted and in the mid lad 3.0x28mm xience v stent. A 3.0x15mm xience xpedition stent was implanted in the proximal lad as treatment. On (B)(6) 2016, the patient was hospitalized again for worsening chest pain, experienced over 4 years. Coronary imaging was unable to be performed due to poor heart function, heart failure. Medication was provided and the patient's condition improved. On (B)(6) 2016, the patient was discharged from the hospital. Per physician, the event is unknown if related to the device. There was no additional information provided regarding this device issue.